Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. The customer attempted troubleshooting by using different charging cables and wall adapters, but the issue persisted. Tandem technical support instructed the customer to try charging the pump for 30 consecutive minutes, which was unsuccessful. Customer continued to use the pump for insulin delivery.